Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The switch had a hole and was leaking. The instrument channel was leaking. The s-cover label plate was missing. The angle knob was loose. The plastic distal end cover had a dent and scratch. The light guide lens had a tiny chip, and the bending section cover glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing, the evis exera iii colonovideoscope was leaking at the number one (1) freeze(switch) button. No patient harm reported. During the evaluation of the device, it was noted the water supply connector was loose. This report is to capture the reportable malfunction of the loose water supply connector noted at estimation.